Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said their ins is not helping and wondered about changing programs. Patient added that they are having trouble with the device. They further said it is less effective than the trial and having trouble with having more urine flow than expected. Patient said they feel the stimulator is stopping urine from flowing when going to the bathroom. They also added that they can't increase because this makes it worse. As a result of what was reported, the patient was redirected to their healthcare provider (hcp). They added that they have an appointment on (B)(6) 2019. No further patient complications have been reported as a result of this event.